Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a pre-operative ruptured abdominal aortic aneurysm. It was reported that the patient was admitted for ruptured aaa with bp 44/24. The physician achieved access bilaterally and placed a reliant balloon up the left into the descending thoracic aorta. The bifurcated stent device was advanced on the right and fully deployed without issues. A second reliant balloon was placed on the right and advanced into the aorta and partially inflated at the top of the graft. The reliant balloon on the left was then deflated, and upon attempt to remove it from behind the stent graft the fellow pulled the suprarenal stent down and that stent connected to another suprarenal stent. The physician was able to get the balloon out with some maneuvering then he continued the procedure to cannula the contralateral gate and to place both limbs without issues. The physician ballooned the proximal neck with a reliant balloon and all attachment and sealing points. No change occurred with the two hooked suprarenal stents. Upon angiogram, a type ia endoleak was present on the right side. There were a few millimeters of space under the lowest left renal so a 32/32/49 endurant cuff was placed. The stent graft was reballooned proximally and the proximal type 1 endoleak remained. Eight aptus endoanchors were placed. The angiogram following the endoanchors showed the proximal type ia endoleak had an increase in flow. A 32x4.5 cm cuff from another manufacturer was placed proximally, ballooned, and angiogram post the other manufacturer's cuff still showed the endoleak. Then the physician placed two additional cuffs from another manufacturer, one proximally and one distally just above the flow divider and the endoleak resolved. Upon discussion of the case post procedure, the physician stated that they agreed that the suprarenal stents did get caught on one another although may not have contributed to the endoleak. The physician also stated that the endoleak finally resolved once the last cuff was placed just above the flow divider so there may have been a type 3 endoleak caused by either ballooning in a moderately calcified neck or from the endoanchors. The patient then needed an open laparotomy to decompress the abdomen. While still exploring the patient's abdomen, the patient was having some EKG changes and went into ventricular tachycardia. The patient's EKG went asystole and anesthesia physician stated the patient had a cardiac event and was deceased. Per the physician the patient's cause of death was cardiac event.